Manufacturer narrative:
A sample was not returned related to this event. As the customer did not retain the lot number, device history and lot history could not be reviewed. The customer's complaint history was reviewed, this is the fifth event reported for this issue for this facility. The root cause of the customer's complaint is not known. (B)(4).

Event description:
A nurse reported that the cassette was cracked and was leaking. Pt impact is unk. Numerous attempts have been made to gather more info regarding the details of the event and whether there was any pt impact, but no further info has been provided.